Manufacturer narrative:
The serial number of the device was not provided, approximate age of device and manufacture date are not known. Date of implant: represents the date the patient was placed on lvad support. The mobile power unit remains in clinical use and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturing evaluation conclusion: evaluation of the submitted log files confirmed two no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for these findings and a direct correlation to the patient¿s mpu could not be conclusively established. The log files contained data from (B)(6) 2018 to (B)(6) 2018. The fixed speed was set to 9400 rpm and the pump remained above the low speed limit of 8800 rpm while the driveline was connected. On (B)(6) 2018 the log file captured a no external power alarm at 11:15 pm. At this time, the rsoc dropped from the expected ~12v down to ~5.8v down again to ~3.3v and down again to ~2.7v over approximately 4 seconds, activating the no external power alarm. Approximately 7 seconds later, the rsoc also dropped from ~12v down to ~5.0v and again down to ~3.0v over the span of approximately 3 seconds, activating another no external power alarm. These two no external power alarms appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) during these events. On (B)(6) 2018 the patient underwent a controller exchange. The account reported that the mpu serial number was unknown and that the mpu likely came loose from the wall outlet. The mobile power unit was not returned for analysis and remains in use. It cannot be determined if the v-lock cable shipped with the unit was in use at the time of the event; however, the account reported that the connection to the mpu was correct. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.